Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on the week of (B)(6) 2013. The patient reported obtaining blood glucose readings of ¿273 and 320 mg/dl¿ on an unspecified date, performed within 20 minutes of each other. During the follow-up call, the patient stated that on a different date she also obtained erratic blood glucose readings of ¿500 and 400 mg/dl¿ with the subject meter performed consecutively. Based on statistical methodology, the calculated difference between these blood glucose results does not exceed the expected value of less than or equal to 20%. The patient manages her diabetes with a set dose of lantus taken at bedtime and with novolog which she adjusts based on her blood glucose results. The patient informed the mss that on the occasion she obtained readings of ¿500 and then 400 mg/dl¿ with the subject meter, she took a correction bolus based on the 400 mg/dl result. The patient claimed that one hour later she began to fell shaky and sweaty. At the onset of symptoms, the patient confirmed she tested her blood glucose with the subject meter and obtained a reading in the ¿60¿s mg/dl¿. The patient reported that she drank a soda with sugar in response to the symptoms and confirmed feeling better afterwards. At the time of troubleshooting, the patient confirmed that control solution tests performed on the subject meter fell within the specified control range. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.